Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there had been an incorrect area assignment that caused user access issues. A technical support specialist corrected the area assignment for user ID j(B)(4) to restore proper access, and no additional information was received from the customer for further processing. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to see the patient profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.